Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted for the endovascular treatment of a 64mm an infra-renal aneurysm in conjunction with a non mdt device. It was noted the patient had severely diseased bilateral iliacs' throughout. It was reported during the index procedure the right iliac was pre-dilated with non mdt 7 and 8 mm balloons. After deployment of the non mdt device the physician attempted to advance the navion device (B)(4). The device would not track up so the iliac was dilated again with an 8mm balloon and although a tight fit the device did track. After deployment of the graft but before the release of the tip capture the physician felt a pop and at this point a rapid decrease in the patient's blood pressure was noted. The proximal bare springs were deployed however upon removal of the delivery system some of the patient's blood vessel were observed to be attached to the delivery system. An intra-operative arteriogram was performed and a rupture at the patients right external iliac was observed. Multiple covered stents were used in an attempt to repair the artery unsuccessfully and the physician elected to convert to an open repair of the right iliac. Ligation of the non mdt bifurcate and right internal iliac origin was performed. A follow up aortogram demonstrated thrombus within the navion graft. An additional navion graft (B)(4) was then placed using access from the left side however after the second graft deployed it appeared that the navion stent was not fully expanded. The physician stated it may have been either behind the first navion or between one of the non mdt stents/struts due to their endoskeleton design. Per the physician the cause of the event was anatomy related due to bilateral severe atherosclerotic disease. No additional clinical sequelae were reported and the patient will be monitored.